Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received from the (B)(4) registry stating: accidental damage to lvad driveline, patient attempting to cut tape and severed majority of line. Attempted to restore hemodynamics with acls protocol, unable to restore sustainable bp or rhythm.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient accidentally cut into the external portion of percutaneous lead while cutting a piece of tape. The patient had pump stop and driveline disconnected alarms. Upon arrival to the emergency department, the pump had been off for approximately 20 minutes. Attempts to re-align wires created small sparks, both while the patient was connected to batteries and the power module. The patient experienced circulatory collapse and acute decompensated heart failure. Resuscitation was attempted per advanced cardiac life support (acls) protocol for ventricular fibrillation arrest. A sustainable heart rhythm or circulation was unable to be restored and the patient expired.

Manufacturer narrative:
The report that the patient severed the percutaneous lead (lead) resulting in an interruption in pump function was confirmed based on the evaluation of the returned lead. The entire percutaneous lead approximately 38 inches in length was returned intact. Visual inspection confirmed a cut in the external portion of the lead approximately 17 inches from the metal connector. Further evaluation of the lead in this location revealed that the brown wire was completely severed. Additionally, all six wires were partially severed in at least one location, exposing the underlying conductors. The damage appeared to be the result of mechanical damage and was on the external portion of the lead, consistent with the report that the patient cut the lead. The investigation revealed that all six wires were damaged, affecting all three motor phases. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power, the resulting short to ground would have caused the reported interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed. Placeholder.